Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump was stuck on the preparing to fill screen during the load process and the contact was unable to clear it. During troubleshooting with tandem technical support the contact was able to clear the screen and stated a new cartridge would be loaded. The customer's blood glucose level was 368 mg/dl with traces of ketones. The customer's blood glucose level was addressed with manual injections.